Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter "gel" was discovered with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (4 of 6 complaints). It was reported that customer is continuing to have the same compliant, gel is in the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: bd received 2 samples and 1 photo from the customer facility for investigation. Based on the visual evaluation of the samples and photo, bd observed the indicated failure mode of ¿gel in cap¿ on the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter "gel" was discovered with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (4 of 6 complaints). It was reported that customer is continuing to have the same compliant, gel is in the cap.